Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette diluent into well position h7 and no error message was generated. A field service engineer was dispatched and was unable to duplicate the event. Fse replaced tip clamp and inspected plunger clamp and tip sleeve. No death or serious injury was associated with this event.